Event description:
Allegedly, patient underwent l tkr on (B)(6) 2022. Revised on (B)(6) 2023 due to instability. 10mm insert replaced with a 14mm one. Australia-(B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.